Event description:
While on scene of a cardiac arrest the lifepak 10 failed to charge to the desired energy setting despite all of the troubleshooting techniques. While attempting to charge the device to 200 joules the device only charged to 20,50,70,100 and 50 joules. After approx 6 minutes the device finally charged to 200 joules. The batteries were fully charged and all wires appeared to be in good condition.